Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was non-tortuous and no calcification noted. It was reported that at the time of the initial implant procedure a clot developed in the right limb. A reliant balloon was used to successfully remove the clot. Vessel was closed and the patient was sent to recovery. Later that evening, the patient was brought back with leg pain; the right limb had occluded. A fogarty balloon was used to successfully remove the clot. It was reported that a self-expanding stent was implanted distal to the stent graft. It did not appear that there was a kink in the stent graft; however, there was some distal disease and an ilxc161685 was implanted in an 8 mm diameter external iliac artery. After the procedure, the patient was reported to be doing fine. No additional clinical sequelae were reported.